Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within a few hours of starting therapy with a prismaflex hf1000 set, an external blood leak was observed. The extracorporeal (ec) blood was returned to the patient and filter was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual sample was not available for investigation however, a drawing/ diagram of the device with the location of the leak was provided for evaluation. The drawing showed that the leak was located at the cone of the access male luer lock (mll). A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.